Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix mesh. Later, the patient experienced pelvic pain, dysuria and vaginal bleeding. A laparoscopic lysis of adhesions, right salpingo oophorectomy and cytoscopy with biopsy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.